Event description:
It was reported that the home patient (hp) had a homechoice (hc) device that had a solution bag containing fluid that felt hot. This was noticed at the start of filling, while the hp was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.